Event description:
The hospital reported that they used the device for dissecting an aneurysm of ascending aorta surgery in an emergency case. It immediately leaked from whole graft when the blood flow resumed and the situation was not oozing. The operative field was flooded with blood. In order to stop the bleeding, they used gauze and wrapped the whole graft with pressure, and a drain. The leak stopped after an hour.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. We will, however, continue to monitor and trend this type of event to ensure that there is no compromise to quality. A lot history record review was completed for the reported product lot number. There were no non conformance issue(s) with this production lot. Internal file number - (B)(4).